Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/30/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no issues occurring. A review of the pump¿s bolus history showed no evidence of a 255 unit bolus being programed or delivered as alleged in the initial complaint. The bolus history showed a 2.55u bolus on (B)(6) 2016 and (B)(6) 2016. The investigation manually performed a normal 10 unit bolus and a 10 unit audio bolus successfully. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. There were no hypersensitive keys observed on the keypad. Both 10 unit boluses were accurately recorded in the pump¿s download history. The initial complaint issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user reported a bolus of 225 units when downloading at the doctor's office. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.